Event description:
It was reported that the low-level alarm was going off even when the re-circulation solution tank is full. The fault occurred during testing with no patient involvement and no clinical/patient injury.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found no physical damage on the device. Functional testing could not duplicate or confirm the customer complaint. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. E1 - address.